Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of resistance in separation problem and connection problem could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the helix length was within specification and tether button hole diameter was measured and found to be within spec. Telemetry and pacing features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited significant resistance in tether mode. Afterwards, the lp was unable to be put back into docking mode and could not be separated from the delivery catheter. The lp was removed and the procedure was completed with a different lp. The patient was in stable condition.